Manufacturer narrative:
Ventec provided the reporter with technical assistance. After performing a hard restart of the device, the reporter advised that the touchscreen appeared to respond to her touches as expected. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. The reporter, who was the patient's mother, advised that her touches were delayed by approximately 45 seconds. The reporter advised that she had a backup unit available and transferred her son to that device. There was patient use involved in the reported event; however, there were no reports of adverse effects as a result of the reported issue. No further details about the patient or the event were provided.